Event description:
It was reported that during the hemiorrhoid procedure, the doctor positioned the instrument and preceeded to fire the instrument, after firing he set the safety back turn and adjusting knob in a 1/2 turn, then routed the instrument to the right and left and pull it out, then the surgeon discovered that the instrument was attached and he can not pull it. The device was excised and the surgeon proceeded to repair the damage and perform the procedure manually the suture. There was no pt consequence.